Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-jul-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the biometric identifier was failed and user not able to sign in. A field service engineer (fse) found the biometric identifier not functioning and updated the biometric identifier driver using update. Post-update, biometric identifier tested successfully in both diagnostics and the application. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es biometric identifier was failed and user not able to sign in. However, there were no delay to patient care and adverse events or injuries reported based on this incident.